Event description:
It was reported by service report that the motion interrupt pan was damaged, lift was stuck in high height and powercord damaged. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Motion interrupt pan. Lift motor.